Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48mm abdominal aortic aneurysm. It was reported during the index procedure, difficulties were encountered when delivering the device to the intended location leading to rupture. The physician elected to implant a lager diameter device (3216145) placing it lower than the original target area. Once implanted the patient stabilized and the procedure completed. Per the physician the cause of the difficulties delivering leading to rupture was anatomy related due to severe vessel tortuosity at the access site and the proximal neck.